Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/04/2025, it was reported by a sales representative via (B)(4) that (qty. 3) of an ar-3636 kl 1.8 fibertak shoulders included in the ar-1665bcsl-39 lnt implant system experienced a malfunction. The second anchor failed due to the black shuttle stitch snapping while passing the blue repair stitch. After this breaking of the shuttle stitch, we were not able to properly finish implanting the anchor, which led to that anchor being cut out. This was discovered during a labral repair, and the case was completed with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-3636, which displays an implant that has been used. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.